Manufacturer narrative:
At this time, the recall number has not been issued. A supplement medical device report will be filed when the recall number is issued. The customer's compliant history was reviewed for the period of one year; this is one of nine complaints reported for this issue. This is one of thirteen complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report, visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaint investigations determined that debris within the aspiration tubing resulted in the reported event. The debris has been identified as a piece of the aspiration tubing which was inadvertently inserted into the aspiration line during manufacturing. This manufacturing event is believed to be related to misalignment of the tooling on the automated production line. An internal investigation has been initiated for this event. (B)(4).

Event description:
A nurse reported that a surgeon indicated that the anterior chamber became cloudy when using the sculpting setting during a cataract procedure. When the surgeon switched to the quadrant setting, he got an occlusion with high vacuum and there was no flow. After three tries, he changed the cassette and "it worked". On (B)(6) 2014, during a follow up call, the surgeon indicated there was no harm to the patient.